Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0f6u8 implanted: (B)(6) 2015: product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that patient is doing well after lead replacement.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va0f6u8, implanted: (B)(6) 2015, product type: lead, product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2022, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider and the manufacture representative. The patient's left lead was removed due to lead dysfunction and suspected lead break. It was confirmed that the lead was completely fractured and only held together by scar tissue. The intermittent shocking was due to the fractured lead. The likely cause of the lead fraction was reported to be due to the nature of the patient's work as a farmer and having had multiple falls over the years; he lives a very physical life. The replacement took place on (B)(6). The issue was reported to be resolved by the intervention.

Manufacturer narrative:
Annex e code e1603 has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va0f6u8); product type: 0200-lead; implant date (B)(6) 2015 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a sudden intermittent shocking along the lead halfway between the burrhole and the lead /extension connection. This was accompanied by a partial return of parkinson¿s symptoms on the right side of the body. Elevated impedances were detected on the left subthalamic nucleus (stn), with values between 2,000-3,000 ohms in monopolar and 4,000-4,800 ohms in bipolar configurations. The patient has a history of regular falls, which may have contributed to the issue. X-rays ordered by the physician revealed a possible lead fracture and a compression fracture at l2. An exploratory surgery was scheduled to address the issue, with a potential lead replacement planned. It was unknown if there were any patient complications as a result of the event.